Event description:
The security valve sv8, which protects pc1750 from negative pressure, released when the patient exhaled and at the same time as the kion tried to inhale the patient. The security valve got stuck in open position and the kion did not deliver air/gas in any mode.